Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a discarditii 2ml syrg only was damaged before use. The following was reported by the initial reporter: "discardit 2ml without needle broken syringe they had received".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-09. Investigation summary : there is one sample received by bd bawal on 03/09/2021, along with the complaint for investigation of the reported defect. The defect is confirmed. The probable root cause of the defect could be from the machine station that create a crack on the barrel while loading- we are making process to change bush of barrel loading bracket during pm- 30th march 2021 and to reduce jerk from barrel marking to assembly index by 15th may 2021. Retention samples of lot number 0.0129287 were used to simulate and investigate the reported defect. The defect could not be confirmed in the retention samples. The DHR was reviewed for the batch number 0129287 and there was no reported complaint or qn raised on the same.

Event description:
It was reported that a discarditii 2ml syrg only was damaged before use. The following was reported by the initial reporter: "discardit 2ml without needle broken syringe they had received."